Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the solder at the joint of the solenoid valve was peeled off, causing the measured air pressure to continue to rise without air supply. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, it was determined the measured value of air pressure kept increasing without insufflation due to the joint of the solenoid valve being de-soldered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is received.

Event description:
The subject device (high flow insufflation unit) is an olympus loaner asset that was returned to an olympus service center with no alleged complaint. During incoming inspection, the measured value of air pressure kept increasing without insufflation.